Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; however the attached customer photo confirms the reported issue of the trocar metal piece (trocar cannula) came out with the chandelier tip. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The returned customer photo of the separated trocar hub, confirms the report of a metal piece came out with the chandelier tip; however, since a sample was not received at the manufacturing site and how and when the trocar became separated could not be determined, a root cause could not be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Assemblies are 100% inspected for adhesive application during assembly. If adhesive application is incorrect the assembly is scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; however the attached customer photo confirms the reported issue of the trocar metal piece (trocar cannula) came out with the chandelier tip. A review of the device history record traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The returned customer photo of the separated trocar hub, confirms the report of a metal piece came out with the chandelier tip; however, since a sample was not received at the manufacturing site and how and when the trocar became separated could not be determined, a root cause could not be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Assemblies are 100% inspected for adhesive application during assembly. If adhesive application is incorrect the assembly is scrapped. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the metal piece of the trocar came out with the chandelier when the chandelier was removed from the eye during a vitreo-retinal procedure of the right eye. There was no harm to the patient.